Manufacturer narrative:
As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may have caused or contributed to the patient's syncopal episode and subsequent hospitalization. The local area sales representative was contacted for more information.